Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and a return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault, circuit disconnect, high peak inspiratory pressure, low minute ventilation, and high rate alarms. The customer performed troubleshooting, but the issue was not resolved. The customer reported the exhalation differential pressure transducer failed calibration testing. The customer reported there is no patient involvement associated with the event.